Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept reading no delivery. Customer advised he reset everything and switched sites but somehow it was malfunctioning. Customer's blood glucose level was 409 mg/dl. The customer treated his blood glucose level with the insulin pump. The alarm was caused by an infusion set/reservoir occlusion. While troubleshooting the insulin pump alarmed no delivery again. The numbers on the screen started to count up and no insulin was coming out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime excessive no delivery and displacement tests. No unexpected no delivery alarms or resetting alarms noted. The pump was received with cracked battery tube threads and minor scratches on the lcd window.